Manufacturer narrative:
Per - (B)(4) initial report. Additional information, including a detailed patient outcome, patient medical history, operative notes, patient age and activity level and return of the explanted device has been requested in order to progress with this investigation, and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record have been identified and reviewed. This device conformed to material and dimensional specification. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after 6 days due to fracture of the ceramic head.